Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test and active current measurement and self-test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected replace battery alerts, replace battery now alarms, power error alarms noted in the trace download. The insulin pump trace download confirmed multiple unexpected low battery alerts and unit was received with high sleep current measurement due to moisture damage on all electronic assemblies. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, stained serial number label, peeling end cap address label, moisture damage on motor home switch, moisture damage on force sensor assembly and severe corrosion in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer's blood glucose level was 150 mg/dl. Troubleshooting for the alarm was performed. Customer advised they replaced the battery on the device and the alarm recurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.